Event description:
During use of the device for cardiopulmonary bypass, the heart lung console gas module unexpectedly issued a warning message indicating that the module required calibration. Manual control of both gas flow and fio2 remained available. There were no adverse consequeces to the patient as a result of this event.

Manufacturer narrative:
No consequences or impact to patient, gas delivery system failure. Evaluation in progress, but no conclusions have been reached.